Event description:
The resident was in the pro-assist and secured properly. While one of the staff members went to get gloves, the resident evacuated on the floor. The other staff member proceeded to clean the resident when the resident swung his arms out. The right buckle of the pro-assist came undone and before staff could grab the resident, the waist buckle also came undone and the resident fell to the floor. He struck his right side hard and the back of the head. He was sent to the emergency room. Received fracture of right pubic non-displaceddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: incorrect technique/procedure, invalid data. Conclusion: user error caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.